Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to receiving an error 7 on the display of her freestyle libre reader. Customer further reported experiencing unspecified symptoms of hypoglycemia on (B)(6) 2019 and that her spouse gave her (B)(6). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to libre sensor. Therefore, no further investigation into the sensor will be required. Dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. This also serves as a correction report. (Serial number) was incorrectly documented as unk. The serial number of the reader is (B)(4).

Event description:
Customer reported being unable to test due to receiving an error 7 on the display of her freestyle libre reader. Customer further reported experiencing unspecified symptoms of hypoglycemia on (B)(6) 2019 and that her spouse gave her coca cola. There was no report of death or permanent injury associated with this event.